Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
The customer stated an architect i2000sr analyzer using reaction vessels of lot 71092p100 generated error code 1007, unable to process test, activated read error. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.